Event description:
Patient's phone number is temporarily disconnected. Medical affairs will be sending patient a letter. The following information is documented by ccr: patient was having symptoms, which consisted of head pounding and eyes were crossed. Patient obtained a blood glucose of 130 mg/dl. Patient went to the hospital and a lab test was done and blood sugar was 34mg/dl. Patient was hospitalized. Patient also mentioned that their meter was set to the wrong units of measurements. Patient also experienced that the meter did not power on. Customer service was unable to resolve the issue and sent patient a new meter.